Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that patient had numbness week later, implant at tooth site # 20 was removed and area grafted. Patient to return in 4 months for implant replacement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: numbness and paresthesia.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvt4b13) was returned for investigation. Visual evaluation of the as returned implant identified sign of use (bone residue) due to usage. The device had no apparent malfunction. Functional testing could not be performed for the reported failure (numbness & paresthesia). Measurements were taken using a caliper (ID: cal312; due: (B)(6)2021). Through dimensional analysis and comparison to drawings (dwg no. Pd-tsvt4b13 rev b), the device was determined to be within design specification (file: dwg). Pre-existing condition noted on the per was high bone density ¿ type I. The reported device had been placed on tooth #20 (universal) for only 1 week. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1234378). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234378) for similar events and no other complaint was identified. Based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical/physiological conditions were nonverifiable.